Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 24mm (14mm in length with 94-degree a ngulation) abdominal aortic aneurysm. It was reported that the one year follow up CT showed slight aaa enlargement, however there was no visible contrast in the aneurysm sac. It was reported that, approximately 3 years post index procedure, a re-intervention was performed where an additional endurant limb was implanted for aaa enlargement. It was reported that at the five-year follow-up on the physician decided to explant the stent graft because the aneurysm was 12cm in diameter. They could not find an endoleak type I, ii or iii. The stent graft was well connected to the proximal and distal necks. There was a large sac with no thrombus but filled with yellow liquid like plasma. The physician cut the stent graft and left the proximal and distal edges in the patient because they were well connected to the artery. It was reported that the endurant stent graft was replaced with anther manufacturer¿s device. Per the physician, they felt like it was possible that the stent graft has a different porosity which they determined to be a type IV endoleak, because what they saw seemed like a transudation. No additional clinical sequelae were reported and the patient is fine.